Event description:
It was reported that stent foreshortening occurred. The target lesion was located in iliac vein. After the guidewire was inserted and pre-dilation was performed, a 16x90/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, during deployment, the proximal of the stent was shrinked at 1-1.5cm. The lesion was overlapped with another 16x90 stent and pre-dilated again with balloon catheter. The vessel monorlogy was good but the proximal part of second stent was also shrinked at about 2cm, which affected the positioning. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in iliac vein. After the guidewire was inserted and pre-dilation was performed, a 16x90/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, during deployment, the proximal of the stent was shrinked at 1-1.5cm. The lesion was overlapped with another 16x90 stent and pre-dilated again with balloon catheter. The vessel monorlogy was good but the proximal part of second stent was also shrinked at about 2cm, which affected the positioning. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely stenosed and was 30-40mm in length. The first stent which shrank at 1-1.5cm was a 14x90/9fr wallstent endoprosthesis. Additionally, a balloon was used to push the second stent ahead at the opening to correct the shrinkage which had affected the positioning.

Manufacturer narrative:
E1: initial reporter city: corrected from (B)(6).

Event description:
It was reported that stent foreshortening occurred.the target lesion was located in iliac vein. After the guidewire was inserted and pre-dilation was performed, a 16x90/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, during deployment, the proximal of the stent was shrinked at 1-1.5cm. The lesion was overlapped with another 16x90 stent and pre-dilated again with balloon catheter. The vessel monorlogy was good but the proximal part of second stent was also shrinked at about 2cm, which affected the positioning. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely stenosed and was 30-40mm in length. The first stent which shrank at 1-1.5cm was a 14x90/9fr wallstent endoprosthesis. Additionally, a balloon was used to push the second stent ahead at the opening to correct the shrinkage which had affected the positioning.